Event description:
The distributor's sales rep reported on behalf of her customer an incident in which the full thickness of skin underneath the biopatch at the insertion site and within the transparent film showed green exudate and microabrasion.

Manufacturer narrative:
The device involved in the reported incident is not available for return and evaluation. An investigation has been initiated based on the reported info.